Event description:
It was reported that during the implant procedure, the lead was too short to place in the initially targeted main vessel. It was noted the left ventricular (lv) lead dislodged. The lead was attempted and not used. A different model lead was used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.